Event description:
It was reported that during a breast biopsy procedure, the device made an unusual noise and would not obtain samples. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.